Manufacturer narrative:
Corrected: a1. Updated: h6 and h10. This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the positive culture could not be determined. For the event of the device being used on 3 occasions between testing and quarantine it is likely there was a difference of recognition between recommendation by olympus and the user facility on device handling. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 3 colony forming units (cfu)/endoscope of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable malfunctions: the charged coupled device cover lens glue had a pin hole; the bending section cover adhesive was separated; the scope cover was cracked; the suction cylinder and the upward/downward knob were scratched; the angulation insufficient. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was used on 3 occasions after the sample was taken, prior to testing positive for >100 colony forming units (cfu)/100ml of serratia spp and 13 cfu/100ml of pseudomonas aeruginosa, both with resistance to various antibiotics. Upon receipt of the test results, the device was quarantined. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient complaints: (B)(6) for the initial report of positive microbiological test results and (B)(6) for the other use instance.